Event description:
The ambicor device was removed from the pt and replaced due to prosthesis broke at proximal end and first tip.

Manufacturer narrative:
Cylinder had a fatigue and wear leak. Rear tip extender (rte) broken. Cylinder does not inflate.